Event description:
It was reported that the patient experienced inadequate stimulation after the implant of the lead, reprogramming was attempted but did not resolve the lack of stimulation. The patient underwent a revision procedure in which the lead was replaced. The patient has gained adequate stimulation and is doing well post operatively.

Manufacturer narrative:
The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able able to confirm the root cause of the event as a known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate stimulation after the implant of the lead, reprogramming was attempted but did not resolve the lack of stimulation. The patient underwent a revision procedure in which the lead was replaced. The patient has gained adequate stimulation and is doing well post operatively.